Event description:
It was reported that the superior vena cava (svc) coil impedance of the right ventricular (rv) lead had been turned off approximately one year prior for an unknown reason and recently began to fluctuate. It was noted an in-office manual measurement then indicated within range impedance values. The care alert for the rv lead was inactivated and it was added the patient will be monitored via remote follow-up. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.